Event description:
Information was received indicating that a smiths cadd® extension set leaked during administration. There was no reported injury to the patient.

Manufacturer narrative:
Device evaluation: one cadd cassette reservoir was returned for analysis in used condition. Visual inspection found no discrepancies . Functional testing included leak testing. A leak was detected in the ay bag, the leak was located in the edge in the top of the ay bag. Customer stated issue was confirmed was able to be duplicated. Problem source was identified as manufacturing.